Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the base of the side arm, which prevented the balloon from inflating. A search of the complaint handling database was performed and no other incidents were identified from this lot. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The probable cause of the hub leakage was related to the adhesive material used during the component bonding process. Further assessment of this issue per site operating procedures was performed. Corrective and preventive actions to address this issue are in the process of being implemented and the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous critical limb ischemia. A 1.5 x 120 mm armada 14 was advanced over a guide wire to the lesion and when attempting to pressurize the device, fluid leaked from the hub. The balloon did not inflate. A new same size armada was used to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.